Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was replaced. There was no harm or injury reported. The device was received and evaluated by the manufacturer. Review of the log files showed that e253, which showed that a communication failure occurred on the system board, had been recorded. Therefore, the system pca was replaced. The following tests were performed and normal operations were ensured: repair test, alarm checking, battery checking, run testing, and cleaning. The software was confirmed to be version 14.2.05.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The device was replaced. There was no harm or injury reported. The device was received and evaluated by the manufacturer. Review of the log files showed that e253, which showed that a communication failure occurred on the system board, had been recorded. Therefore, the system pca was replaced. The following tests were performed, and normal operations were ensured: repair test, alarm checking, battery checking, run testing, and cleaning. The software was confirmed to be version 14.2.05. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.